Event description:
The customer reported that during a laparoscopic hysterectomy, the device could not re-open while applied to tissue, although the handle could be ratcheted open. Reportedly, the surgeon was not taking larger than normal bites of tissue. The device was torn off the tissue by the surgeon. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.